Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, all air bubbles were not removed from the cartridge before beginning insulin delivery. Customer's blood glucose was 360 mg/dl.